Event description:
It was reported that at implant, a high ra threshold was noted and the output was set accordingly. On (B)(6) 2017, the patient was checked in the cticu per physician¿s request and it was noted that there was no ra capture. Programming changes were made. Due to the patient condition, physician determined that the ra lead repositioning was not an option at that time. Review of x-ray and limited echo indicated that the ra lead had not moved or dislodged. Physician believes that the chemistry of the tissue in that region has changed due to metabolic issues. The patient is stable and will continue to be followed.